Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that (B)(6) post op of a laparoscopic sigmoid procedure on (B)(6) 2011, the patient was being prepped for release when they decided to return the patient for a last minute catscan on (B)(6) 2011; free air was detected in the patient's abdomen. On (B)(6) 2011, she was taken to the operating room, an open hartmann's procedure was performed. No additional information has been provided at this time other than there was no bleeding and no blood products administered to the patient. The patient was not required to go to the ICU unit and was returned to her room. She is being held at the hospital for observation and is in stable condition. A circular and an endocutter device with a blue reload were used during the original case and have been discarded. The surgeon reported to the rep that this was a normal case with a normal outcome and they did not encounter any issue during the original surgery. It is unknown what was used in the additional procedure at this time. Additional information has been requested, pending response.